Event description:
It was reported that the patient underwent a surgery for unknown reason involving a sling device. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to his event.